Event description:
It was reported that this right atrial (ra) lead had high impedances and triggered the lead safety switch (lss) to unipolarity. The physician suspects a lead conductor fracture. The ra lead remains in service, the physician plans to monitor the lead and has no plan to replace the lead. No adverse patient effects were reported.